Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inquiry regarding this device settings was needed as the device had triggered end of life (eol) at the last follow up. Ts discussed the device behavior at eol. It was noted that the device had an earlier elective replacement time (ert) to eol time compared to what was expected. A device explant was planned and return for analysis. No adverse patient effects were reported.

Event description:
At this time the explant has not taken place.